Event description:
The customer reported that the system did not x-ray and it was displaying a generator error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the system and found the x-ray tube had been broken. He replaced the broken parts. The system operates as intended.